Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Additional information. American manufacturing technology manufactured the drill stop, p/n 357.405, and lot number 4505871 on synthes (B)(4) order (B)(4). The material of the housing and the button were confirmed to be correct. Functional testing was performed using gage (B)(4) and the drill stop passed the functional test. The measurable dimensions met specifications. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. Per the suppliers certificate of compliance, the heat treat values meet required specifications.

Event description:
During a tfn procedure, surgeon was drilling for the helical blade with the stepped drill bit when the locking mechanism on the drill stop slid and went past the desired depth. It is reported event did not affect the outcome of the procedure and the patient was not harmed. After the procedure was completed, consultant evaluated the device and found it slid as reported. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The returned drill stop was manufactured in november 2002 and is 10 years 6 mo. Old (lot # 4505871). Changes were made to the drill stop in november 2011 via dco#10023088. These changes improved the overall engagement of the drill stop plunger mechanism with the grooves of the stepped drill bit. There are 20 complaints for this complaint condition of will not hold in the entire complaint history for part#357.405 and approximately 2,143 have been distributed since 2006 which results in an estimated complaint rate of >1:10,000 and </=1:1,000. All of the complaints have been associated with devices manufactured prior to the aforementioned design change. There have been no complaints for this complaint condition of will not hold for the new revision drill stop in the entire complaint history. The trochanteric fixation nail risk analysis (p99-012, version e) adequately assesses the risk of this complaint condition. Specifically, the 4th hazard listed under helical blade drills and drill stop (357.403, 357.404, 357.405) is drill does not function with drill stop and is assessed as a less severe risk with a moderate severity of harm 3 and an improbable probability of occurrence 2 with possible harm listed as drill will slide and will allow the drill bit to go too deep and remove too much bone that would be needed to hold the helical blade. The returned drill stop was made prior to the dco change.